Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor was resetting during pulse testing. The root cause for the resets was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. No adverse event resulted from the defective monitor.

Event description:
During servicing of a patient's monitor, which was returned for investigation into an unrelated issue, a reportable problem was found. The monitor had reset during pulse testing.